Event description:
It was reported while using bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in the needle failed to retract. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about needle retraction failure of iag. According to the customer's report, after catheter placement, the hcp pressed the button, and the safety mechanism itself was activated; however, the needle was not retracted and was exposed. Blood is adhering to the actual sample.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd insyte¿ autoguard¿ winged shielded IV catheter 22ga 1.00in the needle failed to retract. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about needle retraction failure of iag. According to the customer's report, after catheter placement, the hcp pressed the button, and the safety mechanism itself was activated; however, the needle was not retracted and was exposed. Blood is adhering to the actual sample.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/27/2022. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received six photographs which displayed an IV unit that consists of the needle hub assembly partially retracted inside the safety shield (barrel). The button is fully depressed with the needle slightly protruding beyond the button/grip and the barrel is damaged near the end. There are traces of media present at the button and inside the flashback chamber. The unit received displayed similarities to the observed photographs. Further visual observation revealed that the damaged barrel has stress markings indicating that the device has been smashed. The smashed area is where the end of the needle hub has stopped inside the barrel, confirming this damage has restricted the needle from fully retracting. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing this type of failure of needle retraction due to damaged barrel can occur due to machine misalignment or improper machine set-up. There is controlled testing for needle retraction per the quality control plan throughout the manufacturing process. Damage to the package can also indicate that this type of damage (smashed barrel) may occur during manufacturing or during shipment and handling. Because the package was not returned and no views of the packaging is provided, there is no evidence to confirm the root cause. H3 other text : see h.10.